Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing with a known-good battery, without duplicating the report. The batteries were not provided for evaluation. The device will be recertified and returned to the customer.

Event description:
Complainant alleged that during functional testing, a critical error 3 (defib charge timeout) was observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.